Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. It was noted that the clip performed normally, but when the arm positioner was closed there was a squeaking noise and it was difficult to move. The inversion routine was performed in the left atrium. The clip was opened to 180 degrees and could not fully invert. The clip suddenly jumped to invert on its own. The clip was removed from the chamber and out of the anatomy. On the back table, the clip could not invert. The clip eventually opened with resistance while turning the arm positioner. A replacement was used to complete the procedure. One clip was implanted and the mr was reduced to grade 1+. There were no adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported issues were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported clip jumping, difficulty opening the clip, noise, and arm positioner resistance could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.